Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the distal circumferential fracture identified during visual analysis probably contributed to the fiber being defective. A distal circumferential fracture has the potential for forward firing. It is probable that the fracture occurred due to elevated temperature near the laser beam output window. Analysis identified moderate detritus adhesion on the metal cap surface probably contributing to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited mild charred detritus adhesion on surface, which is indicative of tissue contact. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. The connector cone, segments and tabs passed the segment verification testing. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted the distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was faulty. The procedure was completed. The fiber was returned and analysis identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.

Event description:
It was reported that the fiber was faulty. The procedure was completed. The fiber was returned and analysis identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the distal circumferential fracture identified during visual analysis probably contributed to the fiber being defective. A distal circumferential fracture has the potential for forward firing. It is probable that the fracture occurred due to elevated temperature near the laser beam output window. Analysis identified moderate detritus adhesion on the metal cap surface probably contributing to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited mild charred detritus adhesion on surface, which is indicative of tissue contact. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. The connector cone, segments and tabs passed the segment verification testing. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted the distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was faulty. A second fiber was used to complete the procedure without clinical consequences to the patient. The fiber was returned and analysis identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the distal circumferential fracture identified during visual analysis probably contributed to the fiber being defective. A distal circumferential fracture has the potential for forward firing. It is probable that the fracture occurred due to elevated temperature near the laser beam output window. Analysis identified moderate detritus adhesion on the metal cap surface probably contributing to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited mild charred detritus adhesion on surface, which is indicative of tissue contact. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. The connector cone, segments and tabs passed the segment verification testing. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted the distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.